Manufacturer narrative:
Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. A review of the technical service onsite showed no abnormalities that could have contributed to this event. The system history showed that the laser was successfully verified prior to, and after the date of treatment. No technical root cause was identified as the system was operating within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively.(B)(4).

Event description:
A technician reported that during creation of the lasik flap in the right eye, gas came up abruptly, causing a space between the cornea and the cone. The surgeon was still able to lift the flap and complete the procedure without further incident. There was no report of impact to the patient. No other information is expected.